Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller was broken. It was reported "the pump fell down, roller door is broken; close lever is broken". There was no pt involvement. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.